Manufacturer narrative:
This is default text configured for block h10.

Event description:
Defective product [device defective]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns adverse events of device defective and no adverse event in patient (age, gender and race not reported) from the united states. The patient's age at the time of events was not reported. On (B)(6) 2026, amneal pharmaceuticals received information from other via voicemail concerning above mentioned adverse events experienced by the patient while on amneal¿s risperidone for extended-release injectable suspension, single-dose vials. The patient was being treated with risperidone for extended-release injectable suspension 50 milligram (ndc: 70121-2628-5) (dose, route, frequency and therapy start date were not reported) for an unknown indication. Co-suspect, concurrent conditions, concomitant medication, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption and recreational drug use and laboratory tests were not reported. Patient reported a defective product on the risperidone-consta, the kit, the 50-millilum kit. Last action taken with risperidone in relation to device defective and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device defective and no adverse event was unknown. The reporter didn¿t provide the causality of events device defective and no adverse event with risperidone for extended-release injectable suspension, single-dose vials. This case was considered as serious. The reportability of this case was expedited.